Manufacturer narrative:
Device evaluated by MFR: the complaint device was received back with chips in the over all good physical shape. Device analysis noted that the plastic pedal presses down evenly with normal clicking sound. Connector and pins were found clean and aligned properly. Outer ground shield of the connector was slightly bent, but would not impede operation of the foot switch. The foot switch was functionally tested by connecting an ohm meter between the hot pin and the outer return shield. The switch was activated and released several times. Each time it was activated the circuit closed and triggered the ohm meter. The cable was pulled and twisted in several ways to test for breaks in the internal wiring and none were found. No shorts were found between the hot lead and any other connections. The footswitch passed all testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-00974 and 2134265-2016-00975. It was reported that inadvertent rf delivery occurred. A maestro 4000¿ pod was selected for use. During procedure,when the physician started the rf with the footswitch and take away his foot, it was noted that the system didn¿t stop delivering rf energy. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-00974 and 2134265-2016-00975. It was reported that inadvertent rf delivery occurred. A maestro 4000¿ pod was selected for use. During procedure,when the physician started the rf with the footswitch and take away his foot, it was noted that the system didn¿t stop delivering rf energy. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.